Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to send daily remote transmissions. Upon further investigation, it was suspected that the ICD exhibited loss of bluetooth functionality. No intervention was performed. There were no patient consequences.